Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide lens has corrosion. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause traced due to a component failure for the reported customer allegation and also for the additional finding the most probable cause traced due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited corrosion on one fiber optic lens. The issue occurred during service or maintenance. There were no reports of patient involvement.